Event description:
The customer reported feedback was preventing acquisition of a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported feedback was preventing acquisition of a 12 lead ECG. There was no negative pt impact. When the cables were changed by the customer the symptom could not be reproduced. The symptom only occurred on this pt and it was discovered that the pt had an implant. The device passed all testing performed by the customer and was returned to use. There is no information that supports a malfunction of the device occurred.